Manufacturer narrative:
In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that the catheter shredded. I inserted the catheter and needle and immediately the skin started to bleed at the insertion site. I pulled out the catheter, retracted the needle, and noticed the catheter had shredded. Was there injury? Yes. Additional information received 3/6/26: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details: no adverse events or serious injury to caregiver or patient.

Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause could not be determined. One 24g insyte autoguard IV catheter was provided for investigation. The needle was not provided for investigation. The catheter tubing exhibited needle puncture damage near the tip. What appeared to be blood residue was visible within the catheter tubing, which indicates the damage may have occurred during use, but the root cause could not be determined. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.